Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, when the physician extended the spybite through the spyscope ds, he noticed a piece of metal protruding outside the spyscope ds and into the bile duct. The spybite device was removed. As the spyscope was being removed, the metal piece was still protruding from the spyscope ds. During removal, the metal piece extending out of the spyscope ds scraped the patient's duct, causing a significant bleed. Balloon tamponade and irrigation of the duct with epinephrine were performed to control the bleeding. The patient was admitted overnight to ensure that there was no further bleeding or complications. Reportedly, the metal piece was part of the spyscope ds and there was no any other visible damage noted with the spyscope ds or the spybite. The patient was discharged home on (B)(6) 2016, and his condition was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the catheter was kinked and buckled at the distal end. The working channel sleeve extended from the distal cap when received. The distal tip would articulate; however, it was not smooth due to the buckling identified on the distal end. The distal tip was not loose. A spybite device was passed through the working channel; it passed freely through the working channel until the distal tip where resistance was felt due to the pinched working channel sleeve. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, this issue was due to some operational or anatomical aspect of the procedure. Hemorrhage is noted within the adverse events section of the device dfu, therefore, the most probable root cause for the complaint is anticipated procedural complication. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, when the physician extended the spybite through the spyscope ds, he noticed a piece of metal protruding outside the spyscope ds and into the bile duct. The spybite device was removed. As the spyscope was being removed, the metal piece was still protruding from the spyscope ds. During removal, the metal piece extending out of the spyscope ds scraped the patient¿s duct, causing a significant bleed. Balloon tamponade and irrigation of the duct with epinephrine were performed to control the bleeding. The patient was admitted overnight to ensure that there was no further bleeding or complications. Reportedly, the metal piece was part of the spyscope ds and there was no any other visible damage noted with the spyscope ds or the spybite. The patient was discharged home on (B)(6) 2016, and his condition was reported to be fine.